Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data showed multiple cs 088 call service alarms had been emitted. During testing, the pump performed the ezprime steps with no call service alarms occurring. During the 24 hour duration exercise, the pump emitted a cs 088 call service alarm. Further testing was not able to be performed due to recurring cs 088 call service alarm. The battery compartment was found to be cracked on the side between the keypad cover and case seal. No moisture corrosion was found inside the battery compartment. The pump case was removed and moisture corrosion was found within an electrical circuit on the printed circuit board. Unrelated to the complaint, investigation revealed that the display was dim, faded, and discolored. Also unrelated to the complaint, investigation revealed that the audio bolus button cover was torn/punctured. The audio bolus button responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.